Manufacturer narrative:
The customer allegation could not be confirmed in this case as the field engineer had not visited the customer site and no further information was provided by the customer. The customer was provided with a service proposal and the customer had declined to accept the service offer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the machine was not ventilating. There was no report of patient involvement.